Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: section c, h6- device code. Investigation - evaluation. It was reported in a literature article (chonnam med j 2019;55:122-123) that a turbo-ject standard power injectable PICC (peripherally inserted central-venous catheter) line (rpn: pics-5.0-CT-nt-1110) migrated. The patient was a 35-year-old man with end-stage renal disease that had been admitted due to chronic respiratory failure. While the patient was in hospital, an arteriovenous graft malfunction occurred and a computed tomography (CT) angiography was planned. The PICC line was place in the distal superior vena cava and sutures were used to fix the device to the patient's skin. Chest x-rays carried out two days after placement showed the PICC line had displaced into the ipsilateral internal jugular vein. The PICC line was described as "clear" and there was no evidence that an external force had been applied. A review of a CT angiography that was performed one day previous found the position of the catheter had migrated after the CT. The contrast agent was 150ml of iodinated contrast infused at a rate of 5 ml/s. The catheter was removed after the PICC line had been identified as migrated and no complications were reported. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. Based on this information, cook has concluded that this device was manufactured to specification and that there is no evidence that non-conforming product exists either in house or in field. Cook also reviewed product labeling. The PICC set current IFU is ¿t_ctpicc_rev9.pdf¿, which includes the following in relation to the reported failure mode: ¿warnings. -catheter tip position should be monitored by x-ray on a routine basis. Periodical lateral view x-ray is suggested to assess tip location in relation to vessel wall. -the safe and effective use of tub-ject PICC lines with power injector pressures set above 325 psi has not been established -do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. Catheter tip positioning verify catheter tip position using radiography or appropriate technology. In order to guarantee extrapericardial location, catheter tip should be located in the lower 1/3 of the svc and not beyond the extrapericardial cava. Every effort must be made ascertain proper tip position in order to prevent erosion or perforation of the central venous system and to ensure proper delivery of infusates. Turbo-ject power injectable PICC dynamic and static pressure results for a 5 french single lumen PICC line the IFU list a maximum flow rate of 7ml/sec with a pump safety cut-off set at 325psi using a contrast media with a viscosity of 11.8 cp. Power injection procedure 1. Confirm proper catheter tip position radiographically prior to injection catheter placement (flurososcopic method) 14. After the catheter is in final position, remove the obturator, secure the catheter to the skin and dress in standard fashion.¿ based on the information reported, no product returned, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): country: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4).

Event description:
It was reported that a turbo-ject standard power injectable PICC line PICC device migrated. A patient with end-stage renal disease was admitted to the hospital for chronic respiratory failure. During hospitalization, arteriovenous graft malfunction occurred, prompting a CT scan. The PICC was inserted under fluoroscopy in the distal superior vena cava and fixed to the patient's skin with sutures. Two days following placement, chest x-rays showed that the device had migrated into the patient's ipsilateral internal jugular vein. The insertion site was reported to be "clear" with "no evidence of other external force". While reviewing CT imaging, it was noticed that the position of the catheter changed following injection of contrast agent. An upper extremity CT angiography was performed using "150 ml of iodinated contrast infused at a rate of 5 ml/s". While there was no issue with the contrast injection, the catheter was noted to still be changing positions. The device was removed without complications and no adverse effects to the patient were reported. (B)(6) migration of peripherally inserted central catheter after contrast-enhanced computed tomography. Retrieved from (B)(6).